Event description:
Per the territory manager (tm) report, during a transfemoral tavr procedure the patient had some conduction abnormalities on the initial EKG (sick sinus syndrome) and a ppm was implanted after the deployment of two 26mm sapien valves in the aortic annulus. The patient remained stable through-out the procedure. Per the latest report, the patient was doing very well and was preparing for discharge.

Manufacturer narrative:
Per the instructions for use, arrhythmias/conduction system injuries are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Peri-or post procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers (pm) are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. It is not uncommon for patients to have short, reversible episodes of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the cause for the event cannot be confirmed; however, per report the conduction abnormalities were noticed on the initial EKG. It is possible that patient¿s underlying cardiac pathology ( coronary artery disease, congestive heart failure, and valvular heart disease with bulky calcification) in combination with procedural factors contributed to the event. There is no allegation of valve dysfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00159.